Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
The field service engineer received a call on the (B)(6) 2018 from a surgeon in the or. He claimed the support arm had become "cross threaded" and therefore broken and unable to use (specifically at the point where rosa connects to the mayfield head holder). He stated he, at the current moment would be unable to perform the surgery. The field service engineer later texted a nurse, that let him know that the mayfield head holder adaptor was stuck. The surgery was aborted.

Manufacturer narrative:
It was reported that a mayfield head holder adaptor was found stuck during a surgery. DHR review and review of complaint history did not identify any contributory factors to the event. The part was returned for analysis and a visual and functional inspection was performed. The inspection confirmed that the head holder adaptor was jammed. According to technical investigation the mayfield head holder adaptor is no longer usable. The root cause of this event could not be determined.